Manufacturer narrative:
The device was not returned; therefore, a physical investigation was not performed and the reported event could not be confirmed. Based on the information provided, the root cause of the reported event could not be determined. A review of the lhr was not possible as the lot number was not provided. (B)(4). Pi number is unknown as the lot number was not provided.

Event description:
The following information was reported: 2 sheath exchanges took place. The physician inflated the balloon, pulled back to abut the balloon against the arteriotomy, and hit button 1. Pulled device back again and hit button 2. There was a 2 minute swell time. The physician locked the syringe, stabilized the artery and deflated the balloon, then, button 3 was retracted and immediately the groin started to swell. The patient was then taken to the post procedural area. The staff then applied pressure for 2 hours to stop the bleeding/hematoma (over 6 cm in size). The patient then had a catscan that confirmed a pseudoaneurysm. The vascular surgeon did a doppler duplex to locate the pseudoaneurysm. The staff applied firm pressure for over an hour which caused the pseudo to be clotted off and stopped the bleeding instead of taking the patient to surgery or using thrombin. The patient was hospitalized as a result of this event and discharged on (B)(6) 2015. In the doctor's opinion, the event was caused by the mynx device/procedure because the balloon caused the pseudoaneurysm while pulling back. Additional information: there were no multiple stick punctures. Procedure type: intervention coronary sheath size: 6f stick location: medium vessel size: 5 mm.